Event description:
It was reported the endoscope reprocessor was giving occasional error code e-05 (basin fluid level to high). After restarting the cycle, the cycle was completed without an error. There were no reports of patient harm.

Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to the user facility and confirmed the reported issue and found that the basin level sensor was bad. Fse also noted the unit has a broken center pin in a yellow connector and a missing printer door. The customer verified that they were using the washer with the yellow connecting tube always on the broken connector and used first for scope cleaning. The fse replaced the basin level sensor, printer door, both yellow basin connectors, and confirmed equipment operation. The subject device will not be sent back to olympus for further evaluation and repair. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and from the information obtained, the reported issues were confirmed. However, it is likely stress was applied toward the loose direction to the connector which led to the parts detached. It is also likely the parts were reassembled without using valve p and connector spring a. The root cause could not be identified. The suggested event is detectable and preventable by handling device in accordance with the following IFU. Chapter 3 inspection before use. 3.3 inspecting the connectors. Check the following for each connector. The connector should be fixed firmly. The o-rings should be free of abnormalities such as cracks, tears, or dents. If any irregularity is found, do not use the equipment and contact olympus. Warning: do not use the equipment if any connector seems to be damaged or defective. Using the equipment when an irregularity has been detected may interfere with reprocessing. Furthermore, fluid leakage may damage peripheral devices or facilities near the equipment. Olympus will continue to monitor the field performance of this device.